Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the right atrial lead had dislodged. This lead was explanted. No adverse patient effects were reported. This report will be updated if additional information is received.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Tensile forces during the surgery should be taken into consideration. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. No peculiarities were found. Further visual inspection showed a bend in the lead's distal part as well as cuttings of the insulation. The subsequent analysis indicated that these damages were caused by the surgery. In summary, there was no sign of a material or manufacturing problem.